Event description:
It was reported that the patient presented in clinic after receiving an alert for high, out of range, high voltage lead impedance. The svc coil was programmed off. The lead remains implanted. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.